Event description:
It was reported that during a coronary stent procedure in which multiple catheters and wires from various MFR's were used, and after multiple balloon inflations, a dissection occurred in the lad. Two stents were placed in the lad to repair the dissection and while attempting to post-dilate there was no reflow. After the 41st inflation (inflation's ranged from 6-17 atmospheres for 10-120 seconds), while attempting to retrieve the catheter, the physician noted a separation of the distal shaft of the catheter. He used another balloon catheter inflated in a guide to retrieve the system successfully. An intra-aortic balloon pump was inserted for approx 12hrs, due to poor flow. Pt status is unk.